Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope displayed a green image. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by damaged image sensor unit. The cause of the damaged image sensor was attributed to stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.